Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. No vibration anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his daughter's insulin pump was constantly vibrating with a blank display after the customer jumped into water while wearing the device. The patient's blood glucose at the time of incident was 144 mg/dl. Troubleshooting was initiated for the fluid exposure. The insulin pump was vibrating without an alarm or alert. The device also went blank immediately after its exposure to water. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.